Event description:
Complainant alleged that during functional testing, the device's defib output was above specification. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll for evaluation. The customer stated that they will scrap the device due to it's age and will purchase a new device.